Manufacturer narrative:
The pt remains on lvad support and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 20 months post-implant, the pt was admitted to the hospital with ventricular tachycardia and was found to have a lower gi-bleeding (hemoglobin 7,8 g/dl, inr 2,4). The pt was administered 4 packed red blood cells (prbcs). Additional info indicated that the pt was taking marcumar and no change had been made to the pt's anticoagulation therapy.